Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on dimension exl with lm instrument. As per siemens instructions, the customer ran a precision study on the affected sample and the results obtained in the precision study replicated the reported result of <0.017. Siemens advised the customer to follow the tube manufacturer's recommendations regarding centrifuge time and speed for good sample integrity. Siemens determined that a sample integrity issue potentially contributed to the discordant, falsely elevated tni result. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s). Another sample (sample ID (B)(6)) from the patient was run on the same instrument, resulting lower. The result obtained on sample ID (B)(6) was reported to the physician(s). The initial sample was repeated on the same instrument, resulting lower than the initial result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.